Event description:
Device issue: none. Adverse event: stroke. Time of adverse event: post procedure. It was reported that one day post xact stent implantation in the left internal carotid artery, the pt was hospitalized for a stroke with right-sided lower extremity weakness and confusion. A CT scan of the head was negative. MRI showed small, multiple, bilateral cerebral, and right cerebellar infarcts. The pt was treated with aspirin, plavix, zocor, physical and occupational therapy. The pt's condition improved and was discharged to a skilled nursing facility on (B) (6) 2010. No additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the pt. Stroke is a known potential pt adverse event associated with the use of the product as listed in the instructions for use (IFU). There was no device malfunction reported that could have contributed to the event. Based on available info, a definitive cause for the reported pt adverse effect and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure. All catheters are inspected during the final inspection to ensure the device structure and integrity. In addition, samples from each lot are visually, dimensionally and functionally inspected.